Event description:
During preventative maintenance of the device, the user observed the tank cover was cracked. No other details regarding the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.